Event description:
A (B)(6) male patient contacted zoll customer support to report that the monitor was constantly resetting. He encountered the same issue with both battery packs. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (constant resets) has been confirmed. The cause of the resets has been isolated to corrupt programming of the flash memory. The root cause for the corrupt programming cannot be positively determined. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.